Manufacturer narrative:
The device was not returned for evaluation to confirm the exact condition of the device after removal. The duration of use for this catheter was 114 days which is beyond the labeled tested duration of 30 days. This extended time may have contributed to the reported issue.

Event description:
On (B)(6) 2023, a patient was cannulated with a 28 fr crescent catheter to the right ij. On 30-oct-2023, the device fractured. There was no adverse patient effect.